Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in a used state. Alarm: standard admin set latched", cassette damaged", and cassette not attached properly" were found in the device's event history log. Functional tests were performed. Upon testing, the reported problem was duplicated. It was determined that the defective downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.